Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix half height drawer 2.2 was not able to move freely. The field service engineer (fse) rebooted the station and ran the test application, confirming that the drawer rails showed no operational issues and the drawer moved freely. The issue could not initially be reproduced. Upon further inspection, the fse found a plastic label stuck on the side rail, which was likely causing the problem. The label was removed, and the drawer was tested again, with all tests completing successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 half height matrix was keeps jamming and user keeps having to log out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.